Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was observed, and the monitor board was sent to zoll medical corporation (B)(4) for further evaluation. The reported malfunction was attributed to a faulty transistor on the monitor board. The transistor was replaced to resolve the malfunction. However, the device was able to power up intermittently. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.